Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was unstable speed and the burr became stuck on the guidewire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotapro and a 330cm rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. A non-bsc sheath and guide catheter were used. The rotapro was prepped and platformed at 190000 rpm outside the patient. During the procedure, rotapro was advanced into the blood vessel. Ten ablation runs were completed at the lesion area in lad proximal with speeds 190000 rpm to 200000 rpm for 10 seconds each. After the twelfth ablation, a drastic high rotation sound was noted, and the burr become stuck on the wire in the lesion. The physician removed the device using dynaglide mode; however resistance was felt and a sound was heard from the advancer part and the burr did not rotate. When the physician performed a test outside the patient's body, there was a sudden increase in speed to 240,000rpm - 250,000rpm and the burr did not move. It was noted the device detached near the strain relief. The procedure was completed successfully with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the returned product consisted of a rotapro device. Visual examination of the device showed that the burr catheter handshake connection was not visible and would not retract from the burr catheter housing. The handshake connection was found to be pushed down and stuck in the sheath and the advancer handshake connection is broken. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. A melted ultem is due to the interruption of saline, by insufficient flow of saline used during the preparation or during the procedure of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there was unstable speed and the burr became stuck on the guidewire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotapro and a 330cm rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. A non-bsc sheath and guide catheter were used. The rotapro was prepped and platformed at 190000 rpm outside the patient. During the procedure, rotapro was advanced into the blood vessel. Ten ablation runs were completed at the lesion area in lad proximal with speeds 190000 rpm to 200000 rpm for 10 seconds each. After the twelfth ablation, a drastic high rotation sound was noted, and the burr become stuck on the wire in the lesion. The physician removed the device using dynaglide mode; however resistance was felt and a sound was heard from the advancer part and the burr did not rotate. When the physician performed a test outside the patient's body, there was a sudden increase in speed to 240,000rpm - 250,000rpm and the burr did not move. It was noted the device detached near the strain relief. The procedure was completed successfully with another of the same device. There were no patient complications reported. It was further reported that the device reached speeds of 240,000rpm - 250,000rpm during use inside the patient. It was noted the burr drive shaft detached at the handshake connection. The patient's status was stable post procedure.

Event description:
It was reported that there was unstable speed and the burr became stuck on the guidewire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotapro and a 330cm rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. A non-bsc sheath and guide catheter were used. The rotapro was prepped and platformed at 190000 rpm outside the patient. During the procedure, rotapro was advanced into the blood vessel. Ten ablation runs were completed at the lesion area in lad proximal with speeds 190000 rpm to 200000 rpm for 10 seconds each. After the twelfth ablation, a drastic high rotation sound was noted, and the burr become stuck on the wire in the lesion. The physician removed the device using dynaglide mode; however resistance was felt and a sound was heard from the advancer part and the burr did not rotate. When the physician performed a test outside the patient's body, there was a sudden increase in speed to 240,000rpm - 250,000rpm and the burr did not move. It was noted the device detached near the strain relief. The procedure was completed successfully with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the returned product consisted of a rotapro device. Visual examination of the device showed that the burr catheter handshake connection was not visible and would not retract from the burr catheter housing. The handshake connection was found to be pushed down and stuck in the sheath and the advancer handshake connection is broken. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. A melted ultem is due to the interruption of saline, by insufficient flow of saline used during the preparation or during the procedure of the device. Inspection of the remainder of the device presented no other damage or irregularities.